Manufacturer narrative:
(B)(4). Pump received with cracked and bleeding lcd display window noted. Pump failed to power up due to bleeding in lcd display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the crack on display of insulin pump. Customer stated insulin pump was not dropped nor bumped. No harm requiring medical intervention was reported. The device will be returned for analysis.